Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02590. It was reported that multiple non-sustained oversensing episodes were observed via remote transmission. Very wide qrs and premature ventricular contractions (pvcs) were being undersensed on the ECG. The patient was brought into clinic to perform isometrics to rule out possible rv lead noise. The signal was not reproducible with isometrics or coughing/deep breathing. Review of the episodes revealed post-paced t-wave oversensing. Programming changes were made.

Event description:
New information received notes that the programming changes were not very effective as oversensing episodes continued to be observed. The patient was doing fine and will continue to be monitored.